Manufacturer narrative:
H11:the device was received for evaluation. During functional testing, customer issue of "failed ds occ test". Was not reproduced. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however test failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent the device to flow testing to have downstream occlusion testing performed. All flow testing was completed successfully. Evaluation was able to run a loaded set successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during testing there was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.